Event description:
It was reported that during routine preventive maintenance inspection when doing maintenance and during the motor and occlusion test when they run it, the device gives a travel course error. There was no patient involvement or harm.

Manufacturer narrative:
One device was received for evaluation for the complaint that the during the motor and occlusion test when they run it, the device gives a travel course error. The review of event log found that travel coarse error. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint confirmed by checking the alarm history. It is verified that the travel coarse error is found in the history. The device is repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor and replaced the right plunger case. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.